Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - varying resistance/impedance. Weekly pacing lead impedance trend data shows an abrupt increase and varying impedance over the range for v.pace=488 to 2064 ohms peak between (B)(6) 2010 and (B)(6) 2011. Sensing - oversensing- 6 - ventricular nst<=200 ms average v-cycle between (B)(6) 2011 05:09:13 and (B)(6) 2011 12:21:13. 1 - vf=180 ms on (B)(6) 2007 at 09:41:31. Sensing - interference/noise- ventricular short interval count v-sic=9.4 counts avg/day, in 4.47 days, between (B)(6) 2011 01:10:14 and (B)(6) 2011 12:30:13.

Event description:
It was reported that the lead had fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.